Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6, -12.5/2.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. On (B)(6) 2024 the lens was exchanged for a same length lens, this resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Date of event: 03-jan-2024 corrected to 01-mar-2024 claim #(B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4)